Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the user was unable to log in to the station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the user was unable to log in to the station. A technical support specialist reviewed the station logs and found that the user account was locked. After several attempts, the user was eventually able to log in. The system functioned as intended after the technical support specialist had troubleshot the device.